Manufacturer narrative:
The report of nuisance air in line alarms was not confirmed. The pcu event log shows 15 air in line alarms occurred on 3 different devices on (B)(6) 2020, however it cannot be determined if these were true ail alarms or false alarms. The customer stated that the devices passed testing and investigation in biomed and were put back into circulation for patient use. They are unavailable to bd. All three pump modules were manufactured within the timeframe of october 2011 and june 2015 that was identified as potentially having false air in line issues. There was no tracking for individual serial numbers, however customer was notified of the potential issue via letter and was instructed to order parts as needed or send devices to the service depot. The devices were being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the large volume pumps (lvps) false alarmed for air-in-line while infusing d5ns (5% dextrose 0.9% normal saline) at a rate between 30-40ml/hr to the post-surgical pediatric patient. The alarms persisted even though no air bubbles were seen in the tubing, and the nurses switched out the lvp¿s, the pcu, and tubing sets until the nuisance alarms stopped. This occurred in cardiac ICU around 4:00-5:00 am. There was no patient harm or consequences to the patient in this event.